Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump had been serviced outside of mmdg and the infusion factor had been changed incorrectly during the non-factory recertification. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump failed non-factory recertification testing in their facility. The volume delivered that was reported was still within the volumetric range that mmdg considers not reportable. When the pump was returned to mmdg, the pump was found to be over infusing at a rate that mmdg does consider reportable. The initial reporter also stated that this occurred during testing and did not affect a patient. (B)(4).